Event description:
Discordant, falsely low thyroid-stimulating hormone (tsh), free t3 (ft3), and free t4 (ft4) results were obtained on patient samples on the immulite 2000 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant tsh, ft3, and ft4 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse did not find an instrument malfunction. The fse performed preventive maintenance, ran a water test, and ran quality controls, all of which were within range. The cause of the discordant tsh, ft3, and ft4 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.